Event description:
Clutch rebuild was reported.

Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a little crack on lower right front corner of top case also cracked on battery door. During analysis, the reported issue of check clutch error was confirmed during occlusion testing. Service replaced lead screw, clutch halves and motor assembly. Service also performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A review of the event history log (ehl) identified check clutch error. The root cause of the issue was due to normal wear as the pump was over 13 years old., corrected data: d1.